Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature - physical damage) issue. Reportedly, the battery compartment was damaged and there was no moisture/corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: a review of the black box indicated evidence of voltage drops/excessive battery usage on (B)(6) 2016. Visual inspection revealed that the battery compartment was cracked. The battery cap was able to fully tighten. During investigation, the pump emitted a ¿replace battery¿ alarm on each rewind attempt. Current draws were found to be within specifications and no excessive pump temperature occurred during investigation. The complaint could not be duplicated on investigation. Additional testing could not be completed due to the alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).